Event description:
It was reported that the customer entered an incorrect bolus amount. Due to the issue, the customer experienced a low blood glucose (bg) displayed as "low"; although specific value was not provided. Customer consumed sugar to address the bg. Customer's bg returned to normal levels with treatment and no further assistance was necessary.